Event description:
While attempting to crimp a cable crip, the top piece cracked off. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the eval suggest that this event was attributed to user misuse.